Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer was jammed. A field service engineer (fse) powered off the station and removed the drawer from the device. The fse replaced the inseparable latch and reinserted the drawer into the station. The device was powered on, and the fse logged into the hardware test application. A functionality test was performed, and the station was restarted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, the full-height drawer was jammed. The customer had attempted to recover, but the issue was not resolved. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.